Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a technical issue and cerebrospinal fluid (csf) leak occurred after the implantation procedure. The event date was noted as (B)(6) 2007. Event management included other non-surgical treatment. The event resulted in hospitalization with no patient death. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump implant date received.